Event description:
A (B)(6) male patient called zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation the positive ground wire was broken in the trunk cable connector. The root cause of the broken wire could not be positively identified but was likely excessive force. No adverse event resulted from the broken wire. The patient received a replacement electrode belt.